Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g27088 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was touch contamination. Treatment was not reported. On an unknown date in (B)(6) 2011, the patient was discharged. The patient was recovering from the event of peritonitis. The outcome for touch contamination was not reported. Dianeal therapy was ongoing. The events were not related to the dianeal or extraneal therapies.